Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The keypad unable to specify ¿basic¿ for testing as, indeed, g acted permanently depressed was verified. The cause was determined to be shorted keys. The keypad assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump when it was turned on it was unable to specify ¿basic¿ for testing as, indeed, g acted permanently depressed. There was no patient involvement associated with this event. No additional information is available.